Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the customer reported problem of the device showed ¿infusion completed¿ while there was still volume remaining in the bag was able to be confirmed through flow accuracy test. The cause of the reported issue was nonconform expulsor. The actions done to correct the reported problem was expulsor trim. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device showed ¿infusion completed¿ while there was still volume remaining in the bag. There was patient involvement, but no patient harm.